Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient reported they wanted their implant removed due to it causing them extreme pain and infection, and wanted assistance with finding a way to remove the implant. Patient stated the issue started around 3-4 months ago. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient did not have a current managing physician, so agent requested for a physician list to be mailed to the patient's new address (updated with prs via email). Patient mentioned they had a surgeon who was concerned that these surgeries can cause infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device caused pain and sores. The patient noted the circumstances that led to the infection and extreme pain was the patient fell and felt like maybe the device moved around at that time. The issue was not resolved.